Event description:
A physio-control sales rep was demonstrating the device when the customer grabbed the device by the handle and tilted it toward him. It was reported that when he put it down, the device powered off. Then several times during the product demonstration, the device would shut off by itself. There was no pt use associated with the reported failure.

Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.